Event description:
A device was used during a hemorrhoidectomy. The device fired malformed staples. There was internal bleeding noted post operatively. The pt was returned to surgery to control bleeding in the staple line.